Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications. A review of the event trace downloaded indicated 1 ln vent 1 error. As a precaution, the technician replaced the power board.

Event description:
It was reported to vyaire that the lap top ventilator 1150 shut down multiple times. At this time, it is unknown if there was any patient involvement associated with the reported issue.